Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was implanted with concerned vibrant soundbridge on the left ear on (B)(6) 2012, and the floating mass transducer (fmt) was place on the round window. When the activation took place on (B)(6) 2012, the pt did not have nay benefit with his vibrant soundbridge.